Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. The cause for the failure was a broken trunk cable pulse wire inside the distribution node (dn). The root cause for the broken wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the therapy electrodes were non-functional.